Event description:
A biomedical engineer reported that during cataract surgery, a system message was displayed. There was a 45 minute delay while the system was exchanged. The surgery was completed and there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system, verified system message "voltage failure 12 volts", and replaced the u/s (ultrasonic) controller pcb (printed circuit board) assembly. The system was then tested and met product specifications. The replaced u/s controller pcb is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).